Event description:
A vns country manager in (B)(6) was performing a handheld computer software upgrade when it was reported that the file had corrupted and will not switch off/hard reset nothing, completely corrupted with or without flashcard. The handheld computer and software have been returned for analysis and completion is pending.

Event description:
Product analysis for the handheld device and software flashcard was approved on (B)(6) 2012. An analysis was performed on the returned handheld, and no anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.an analysis was performed on the returned flashcard, and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.